Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that customer had one set and reservoir that were ruined during a set change. Customer's blood glucose was unknown mg/dl. The set change was done with grandma. The customer's mother was offered to transfer to helpline but declined.